Event description:
Infection at insertion site of toe with one but of the two pins inserted. Patient has type ii diabetes and has been known to have chronic infections. Culture performed showed (mrsa). This is one of three infection cases reported by the same surgeon at the same medical facility. This device is used for treatment.